Manufacturer narrative:
The products were implanted and not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Note: the (B)(4) adjudicated the incident with unknown relationship to the micrus devices on (B)(4) 2010. Subject was enrolled in (B)(4) and (B)(4) study. The subject was treated with a large, regularly shaped of the basilar trunk. A stent was placed prior to coiling. A total of 19 coils were placed to treat the lesion. Residual filling of aneurysmal neck but not the dome was observed at the end of the procedure. The pt woke up neurologically but confusion persisted and could not be weaned off from mechanical respirator. At CT scan, no abnormalities were detected. After prolonged hospitalization, the subject was discharged from the hospital with mrs 1 and remained stable. The (B)(4) classified this as a serious event with an unk relationship to the micrus devices under study.